Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), anaemia ("anemia"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation and hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia and anaemia had resolved and the hypersensitivity, urinary tract infection, fatigue, gastrointestinal disorder, tooth disorder, nausea, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, menorrhagia, metrorrhagia, nausea, pelvic pain, tooth disorder, urinary tract infection and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/ chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), anemia, hypersensitivity, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event "injury nos" was updated with "pelvic/ chronic pain", events- "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), anemia, hypersensitivity, uti, fatigue, gi conditions, hair loss, dental problems, nausea and weight loss" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.